Manufacturer narrative:
(B)(4).this issue is being investigated through CAPA.

Event description:
The customer reported to baxter (B)(4) regarding the one-link needle free IV connector. A nurse was attempting to flush the blue port of triple lumen central line in the right internal jugular, and had difficulty flushing the port, and when accessed with IV tubing it would not run. The nurse tried the brown port and had the same difficulty flushing and the IV would not run. The one-link was removed and the port was flushed, put new one-link connector on and infused well on both ports. The process step is during patient use; no patient injury reported; medical intervention is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.